Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm was noted. The pump was received with high idle current and unexpected battery out limit due to open lcd driver on lcd board. The off no power alarm functioned properly and passed self-test. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, blank display, no delivery alarms and battery out limit from the insulin pump. The customer's blood glucose reading was 498 mg/dl. The customer was advised to treat with the needle. The customer stated that she had issues with the pump for 2 days and received no delivery alarms. The customer stated that she had a blank display three times before it came back. The customer stated that there was a battery out limit alarm from the pump. The customer stated that she rest the time and date and received no delivery alarms. The customer will be sent a replacement pump.